Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following an ablation procedure, the patient experienced a subxiphoid pericardial window. The patient was prescribed 2mg of dexamethasone every other day and 500mg of levetiracetam twice per day. The event was considered resolved 5 days after onset.